Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable candlesticks were cleaned and regreased and the service nodes were reloaded. The filament calibration was performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that intermittently the system displayed filament regulator error messages, however, by resetting the alarm button the procedures were continued. No pt injury was reported.